Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs)'s tip cover accessory cracked. The mcs tip cover was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the mcs tip cover accessors was inspected prior to use and no damage was found. The reporter confirmed that the damage was on the clear area of the mcs tip cover. A ground pad was used and it was placed on the patient's leg. There were no issues with the ground pad. Arcing was not observed. The mcs tip cover accessory appeared to be properly installed during the procedure. The orange surface was not visible after the mcs tip cover accessory was installed. An installation tool was used and the mcs tip cover was not installed beyond the orange surface. The instrument's tip did not collide with any other instrument or tool. An image of the mcs tip cover accessory is available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mcs tip cover accessory associated with the customer-reported complaint. The accessory was analyzed and was found to have replicated the customer reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tear is axially aligned with the tip cover and measure "0.199¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced charring/melting. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the mcs tip cover accessory with no obvious damage since the tip cover was put inside a bag making it difficult to see. No conclusive determination can be made based on this analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.